Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the hospital after receiving therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) when in primary sensing vector. Upon interrogation, it was noted that the two shocks were inappropriately administered due to oversensing of noise with base line shifting. It appeared the noise was related to myopotential and proximal sensing ring. The noise was unable to be reproduced. Subsequently the sensing vector was reprogrammed to secondary sensing vector with a good signal and amplitude. The s-ICD and electrode remain in service and no adverse patient effects were reported.